Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a two months of the device replacement procedure, high pacing impedance, short v-v intervals, and non-sustained episodes were noted. A connection issue was suspected. The plan was to perform a revision procedure. The right ventricular lead and device remain in use. No patient complications have been reported as a result of this event.